Event description:
New information received states the device was electively explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device battery had prematurely depleted with a four month period where it had measured at normal longevity. There were no shocks in this time and the patient does not pace. The device battery was measured normally during the latest device check-up. Device replacement was still recommended. No adverse consequences were reported.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was evaluated and no anomaly was detected. A diagnostics anomaly was observed. The cause of the diagnostic anomaly is believed to be due to a programmer software issue.